Manufacturer narrative:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart mrx indicating that the device displays a defibrillation failure during the operational test. The fse evaluated the device on site and determined this was a malfunction of the capacitor and replacement of the capacitor was required to resolve the issue. Multiple attempts were made to determine how the issue was resolved; however, no information was made available. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the capacitor. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. A review of the risk management file was performed, and the potential severity of s3 has been identified in the risk document. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The fse determined the replacement of the capacitor was required in order to resolve the reported issue. However, multiple attempts were made to determine how the issue was resolved and no information was made available. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It was reported to philips that the equipment displays a defibrillation failure during the operating test. There was no reported patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.